Event description:
Caller reported a cgm error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, and after following the reset procedure, the cgm error did not reappear. Consequently, the caller was able to successfully start their sensor session.